Event description:
During g3 long nail surgery, the surgeon tried to insert the right long nail. However, the nail insertion was difficult. Therefore, the surgeon inserted nail using the hammer. After insertion of the nail, when the x-ray image was checked, the femur had the fracture by the tip of nail. The surgeon mistook and used the right nail to the femur of left of patient. Therefore, the surgeon used nail of the longer left.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device remains implanted.